Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba, installed in known good unit, powered on in service mode entered event log, notice multiple xdcr fault events recorded. Perform xdcr calibration on 0cmh2o for pt802 failed at ad 4075. Powered on in operating mode and reported problem was duplicated unit vent inop. Findings/root-cause: reported problem was duplicated and isolated to bad transducer. This issue is being addressed by internal corrective action.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the MFR.

Event description:
The customer reported that while in pt use, the ventilator gave a 'transducer fault' with audible and visual alarms while the set value of vt was 500 ml, vte exceeded 15,000 ml. The pt was removed from the ventilator and placed on another ventilator, no pt harm.